Manufacturer narrative:
A device history record (DHR) review was completed for lot# 17h197562. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective/preventative action (CAPA) has been established to determine potential root causes for a reported condition of a miscount. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts. A subsequent CAPA was completed to optimize the autobander process and prevent recurrence of the reported condition. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that while opening a single pack of raytex sponges, the circulator noticed two extra sponges on top of the 10 sponges with tape band.